Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/21/2020. Additional h6 component code: g07002 - device not returned. Additional h3 investigation summary: it was reported that the needle detached from the threat with very minimal tension during suturing. It was received for analysis thirty unopened samples of product code v5170h, qdbcjlr0. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/02/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, patient status/ outcome / consequences? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2020 and suture was used. The needle detached from the thread with very minimal tension during suturing. There were no adverse patient consequences reported. No additional information was provided.